Event description:
A health care professional reported that before surgery, they noticed that the lens was unable to be implanted as they were not being delivered safely by plunger tip. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).